Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Family reported that patient has been pulling off her right processor for the last few weeks and not understanding clearly. There is no reports of bumps, accidents or changes in health. The patient will be re-implanted on (B)(6) 2018.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Family reported that the recipient has been pulling off her right processor for the last few weeks and not understanding clearly. There is no reports of bumps, accidents or changes in health. The recipient was re-implanted.